Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. No device history review is available; no lot number. Investigation summary: reviewing attached picture, the complaint description can be confirmed. It is not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the prodisc-c vivo spacer clamp bent during the surgery. The instrument has deformed at the thin metal segment adjacent to the relief hole. It remains weak with a small deformity but more action would have broken it. No special manipulation nor inappropriate forces have been applied during the surgery. The instrument has been in use for quite some time and involved in an estimated more than 100 cases. It was unknown if there was a surgical delay. Patient outcome was unknown. Concomitant device reported: unknown spacer (part #: unknown, lot #: unknown, quantity: 1). This is report 1 of 1 for (B)(4).